Event description:
A user facility reported that the proseal device rotated in a patient's mouth and obstructed the airway during post-operative recovery. The device was immediately removed. Upon removal, the patient regurgitated and aspirated. After some time in intensive care, the patient has completely recovered. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.